Event description:
At a later date, it was observed that there was noise on the ventricular channel and the pacing impedance measurement was below 200 ohms. The physician decided to increase the detection time for the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones. No adverse patient effects were reported. At the most recent patient follow up, the shock impedance measurement above 125 ohms was again observed. The pacing impedance measurements and thresholds were within normal range.

Manufacturer narrative:
At the time of the follow up, the patient was experiencing an unrelated pulmonary edema. Once the patient is in stable condition, a revision will be performed to evaluate the connections. This lead and device remain implanted and in service. No additional information is available. Once additional information does become available, this report will be updated.